Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Was any surgical intervention performed? No were any cultures taken? Results? No please describe how was the adhesive was applied. It was applied same way it has been applied, doc has been user for 10+ years. Since complaint, rep has in-serviced doc on best practices - ensuring to only apply a thin layer and to pre-moisten/wet the filter before fully expressing product out. Was a dressing placed over the incision? If so, what type of cover dressing used? No is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Na. Since event, rep has educated pat team to properly screen patients for allergies to ingredients in product. Prior to event, screening was asking patient if they have adhesive allergy is the patient hypersensitive to pressure sensitive adhesives? Patient had no adhesive allergy was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No patient demographics: initials / ID, gender, age or date of birth; bmi na patient pre-existing medical conditions (ie. Allergies, history of reactions) na has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Na was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Na name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Believes product has to have changed. Rep has spoken to doc and clarified no product changes/ingredients have been made. It has been offered to doc to speak to rapid response team, but no interest. He¿s had an increase of allergic reactions this year around the incision. Doc has been using product for 10+ years. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Post op, day 10, the patient presented with skin reaction. Antihistamines, hydroxine 25mg at night, 1 zyrtec in the morning, triamcinolone cream or steroid if severe. Condition resolved. No further information was provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. What is the procedure name? Unknown, but a general mis case. What is the procedure date? Unknown. What date did the reaction occur on? For 1 one of them it happened on post-op day 8 and the other post-op day 10. What does the reaction look like and how large of an area does the reaction cover? Images. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Antihistamines, hydroxine 25mg at night, 1 zyrtec in the morning, triamcinolone cream or steroid if severe. If medication was required, please clarify if it was prescription strength. What is the most current patient status? Resolved. Can you identify the product code and lot number of the product that was used? Dnx12. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep use chloraprep. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.